Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of approximately 40-50 mg/dl, and a loss of consciousness. Reportedly, customer set a temporary increased basal rate, and did not suspend the temporary rate prior to the event. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
Per the tandem user guide - use of basal-iq technology does not cancel or pause a temp rate time period, even if basal-iq technology suspends insulin delivery, unless you manually stop the temp rate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.